Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer resumed insulin delivery and administered the remaining bolus. The customer's blood glucose level was not impacted. As the customer was able to deliver the remaining bolus, tandem technical support was unable to perform a system check on the pump to determine a possible cause of the occlusion.